Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to deploy it again however, the clip did not fire properly. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and it was found that the device was returned without the clip assembly attached and with the clip in an open state. Also, the locking tabs are opened, indicating that both activations were performed. No problems with the device were noted. The reported event of clip did not deploy was not confirmed. Investigation found that the device returned without the clip assembly attached and with the clip in an open state. Also, the locking tabs are opened, indicating that both activations were performed. Evidence that the clip was properly deployed. Regarding the found problem of the clip being in an open state, it is likely that an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to deploy it again however, the clip did not fire properly. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.